Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique resulting in peritonitis. The breach in aseptic technique was further described as an unspecified patient error. The event was manifested by diarrhea, abdominal pain, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis and started treatment with ceftazidim (dose, route, and frequency not reported) and cefazolin (dose, route, and frequency not reported) for bacterial peritonitis. Fourteen days after the event onset, the ceftazidim and cefazolin were discontinued and the patient started treatment with vancomycin (dose, route, and frequency not reported), ciprofloxacin (dose, route, and frequency not reported), and tienam (dose, route, and frequency not reported) for bacterial peritonitis. Thirty two days after the event onset, the vancomycin, ciprofloxacin and tienam were discontinued due to the patient not responding to the peritonitis treatment. That same day the pd catheter was removed and dianeal therapy was discontinued. Three days later the patient was switched to hemodialysis and discharged from the hospital. At the time of this report, the patient had not recovered from the event. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.